Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. There was no impact to the customer's blood glucose level. Customer cleared the alarm and resumed insulin delivery. In addition, it was reported that the customer experienced a low blood glucose level of 40 mg/dl, cause was unknown. Customer consumed carbohydrates to resolve the issue. Recommendation was made to consult with healthcare provider regarding diabetes management.